Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased number of short v-v intervals were observed between ventricular impulses. Noise or sensing issue is suspected. The lead was explanted.